Event description:
Boston scientific crm received information that this lead along with the entire system was explanted. The patient is going to be undergoing radiation treatment on side that this system was implanted, so the physician elected to explant everything, and re implant a new system on the patients other side. At the explant of this atrial lead, it fell apart once removed from the patient. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.